Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left lower extremity vessel. A 3.0mm x 120mm x 150cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
The device was returned for analysis. The outer shaft, inner shaft, balloon, and tip were examined both visually and microscopically. Visual inspection revealed no apparent damage. However, microscopic examination identified a longitudinal tear in the balloon, located 57 mm from the tip and measuring approximately 38 mm in length. Further inspection of the remaining components of the device showed no additional damage or irregularities. Product analysis confirmed the presence of a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left lower extremity vessel. A 3.0mm x 120mm x 150cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.